Event description:
During a code, it was reported that the device would not provide the charged defibrillation energy to a patient. The nurse that operated the device was attempting to provide a defibrillation shock with paddles. A back up defibrillator was retrieved and shocked the patient after five minutes. The patient received CPR in-between devices. The patient was resuscitated and was reported to be on a ventilator at ccu. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Clinical review of the event download determined the cause for issue to be use error. The device operator was erroneously attempting to transfer the charged energy by pushing the front panel shock button instead of the paddles shock buttons. The front panel shock button is disabled when the device is utilized with the standard paddles. If the front panel shock button is erroneously pressed during use of the standard paddles, the device provides an auditory alert tone and displays a prompt along with a graphic rendition of the paddles buttons on the screen.

Manufacturer narrative:
Physio-control received further information from the customer that they have determined that the device use did not contribute to the outcome of the patient. Further information stated that CPR was administered during the time in which the backup device was being retrieved and also that the patient was successfully resuscitated during the reported event, but did die later due to pre-existing co-morbidity factors. Physio has classified this as neither an adverse event or a product problem.